Manufacturer narrative:
A ge service rep performed an onsite investigation. The video cable harness was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image would intermittently drop out and go black. This could cause the system to intermittently become unusable. There is no report of injury or death associated with the event described in this complaint.